Event description:
Two 6.5mm cancellous screws, implanted in the right knee of the patient, broke post-operative and were removed during revision surgery. Patient suffered injury in 1994 and had multiple unsuccessful surgical repair attempts. The subject procedure was 9mm opening wedge high tibial osteotomy with allograft, partial medial and lateral meniscectomy, arthroscopic chondroplasty of the patellofemoral joint, arthroscopic chondroplasty of the medial compartment and limited arthroscopic chondroplasty of the lateral compartment. Patient was implanted with `arthrex plate' and five synthes screws. During the revision procedure, surgeon noted 'we found that there was no bony healing, but only fibrous tissue.'

Manufacturer narrative:
Synthes is unable to determine the manufacture site or the manufacture date without a lot number. No investigation could be performed, no conclusion could be drawn as no device was returned.